Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): femoral component .stem.

Event description:
It was reported that this 65 y/o male patient's left knee was revised due to the recall. Surgeon revised the poly, femur and stem. Patient was last known to be in stable condition following the event. No x-rays or photos provided, unable to obtain. No product return; no reason provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Implant date is unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.